Event description:
Information was received from a medical assistant regarding a (B) (6) female pt who received an injection of perlane injectable gel (injectable dermal filler) on (B) (6) 2008, to the nasolabial folds. Anesthesia in the form of nerve block was used pre-procedure. Medical history included prior restylane use in (B) (6) 2008, and hypothyroidism. Concomitant medications included levothyroid. On (B) (6) 2008, the pt reported experiencing excessive swelling (injection site swelling) and broke capillaries (capillary disorder) to the injected area bilaterally. The pt also had a dime sized reddish-purple spot (injection site haematoma) on the right nasolabial fold and "track marks" (needle track marks) on both sides. The physician had not seen the pt. No further information was provided. The lot number was 9309 and expiration date 06/2010.